Manufacturer narrative:
The stent portion of the solitaire was inadvertently left within the patient's anatomy. However, the device's pushwire is expected to be returned for analysis but has yet not been received. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the solitaire platinum separated from the pushwire, when the device was attempted to be retrieved. During a right middle cerebral artery (mca) occlusion, the solitaire platinum 4x40 was advance up to segment. The mca had a severe downward and then an upward turn towards the m2 segment. Upon the first retrieval attempt, when trying to retrieve the solitaire resistance was felt. The microcatheter was then pulled out and the solitaire was attempted to be pulled into the balloon guide catheter (bgc). However, the solitaire wire detached from the stent. The stent remains inside of patient's mca. There are no plans to remove the stent form the patient. The entire pushwire was removed from the patient. The patient is alive with no injury.

Manufacturer narrative:
The solitaire platinum pushwire was returned for analysis within out the microcatheter, as it was discarded at the site. The stent portion will not be returned as it remains in the patient. The solitaire platinum pushwire was decontaminated. No bends or kinks were found with the pushwire. No damages or irregularities were found with the marker coil. The pushwire was found separated at the distal edge of the marker coil. The report of separation was confirmed. It is likely the pushwire separated as the device was continued to be recovered/retrieved against resistance. The shrink tubing and marker coil were removed, and the pushwire separated end was cut and sent out for scanning electron microscopy (sem) analysis. No other anomalies were observed. The solitaire platinum pushwire could not be used for testing due to its damaged condition. A supplemental report will be submitted when the investigation is complete. If information is provided in the future, a supplemental report will be issued.